Event description:
It was reported that the patient complained of pain in right hip. MRI showed fluid build-up and extensive tissue damage. Surgeon noticed excessive fretting at the head neck junction. Replaced with a restoration modular cone conical hip.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pathology in the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was not made available either. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: 9616680-2012-00965.